Event description:
It was reported while using the therapy cool path ablation catheter saline leaked from the handle. There were no consequences to the pt. Additional info was requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.